Manufacturer narrative:
Manufacturing review: the device history record (DHR) review could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately after six months, multiple unsuccessful retrieval attempt was made using a 0.35 wire, filter retrieval device, tip deflecting wires and snares and the filter was unable to retrieve. Approximately after nine years, CT-abdomen and pelvis demonstrated filter struts extends beyond the ivc wall and a filter strut was observed near the valve plane of the right ventricle with occasional left-sided chest pain. Therefore, the investigation is conclusive for limb detachment, perforation of the ivc and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for the history of pelvic avm malformation.. At some time post filter deployment, it was alleged that the filter detached and struts perforated into other organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure .the patient reportedly experienced chest pain due to the filter struts retained in right ventricle. The current status of the patient is unknown.